Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the aviva system. On the night of (B)(6) 2018, around 7:00 p.m., the blood glucose result on the meter was 520 mg/dl. The patient took 9 units of humalog insulin based on the 520 mg/dl result. Around an hour after taking the insulin that night, the patient started to feel very low. The patient had symptoms of being light-headed and delirious. The patient did not try to test his blood glucose at this time. An hour later, sometime around 9:00 p.m., the patient passed out and was unresponsive. The patient's wife called the paramedics and the blood glucose result was low on their meter. The exact blood glucose result on the paramedic's meter was not provided. The paramedics treated the patient with an unknown IV to raise his blood glucose level. The patient was taken to the hospital where he was treated with an unknown IV solution to raise his blood glucose level. The blood glucose result when he arrived at the hospital was not provided. The patient was released from the hospital around 3:30 a.m. On (B)(6) 2018. Return of the suspect device was requested for evaluation.